Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient supported with an external pulse generator (epg) following mitral valve replacement and coronary artery bypass grafting (CABG) was being managed postoperatively. The patient had an intrinsic rate of approximately 40 beats per minute (bpm), and the epg was programmed in ddd (dual chamber fixed rate) mode at 80 bpm. On the morning of the event, the battery indicator on the epg began to flicker, and nursing staff replaced the batteries. Upon closing the battery drawer, the epg delivered a pacing spike for the right ventricle (rv), followed by two additional rapid rv pacing spikes, after which the patient experienced a ventricular fibrillation event. At the time of the incident, the patient was seated in a chair next to the bed. The patient was moved to the bed and defibrillated, resulting in termination of the ventricular fibrillation and restoration of normal sinus rhythm. Post-shock, a systolic blood pressure greater than 200 mmhg (millimeters of mercury) was reported. No further patient complications have been reported as a result of this event.